Event description:
It was reported that the customer had high blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.